Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". Customer statement: "on (B)(6) 2022, the equipment was programmed to infuse the medication in 8 hours. When the scheduled time finished, it was observed that there was still medication in the bag. It was necessary more 40 minutes for all the medication to be infused. The customer requests the evaluation of the event logs of (B)(6) 2022.".